Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05215. (B)(6) study it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 24mm watchman closure device was deployed and released. No recaptures were performed. The device was placed distal to and spanned the entire laa ostium and a complete seal was observed. At an unspecified time during the procedure, a pericardial effusion occurred. Medication was given/regimen adjusted. The event was considered resolved.